Event description:
The surgeon inserted the icm125v4 12.5mm implantable collamer lens on (B)(6) 2012 and the lens was removed on (B)(6) 2012 due to elevated iop associated with excessive vault. The lens was exchanged for a shorter length lens and this resolved the problem.

Manufacturer narrative:
Patient: (B)(4) - surgical procedure, secondary. Device: (B)(4), lens vaulting, excessive, (B)(4) - explant. (B)(4).